Manufacturer narrative:
The device was returned for evaluation. Visual inspection and functional testing were performed. A leak was observed inside the main body of the transfer set. The reported condition was verified. The set was disassembled, and it was noted the o-ring was found to be in the incorrect location allowing a leak channel in the tubing. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up. It was reported, the patient was in "recovery trend" and was discharged (B)(6) days after hospital admission. Antibiotic treatment was continued as an outpatient. It was reported, the same month of the peritonitis diagnosis. Reported as the ¿middle of the month¿, the patient ¿stayed in the reporting hospital for (B)(6)days¿. It was reported, the antibiotics were ¿ineffective¿ and the pd catheter was replaced. At the time of this report, the patient was ¿completely cured¿. And the patient was discharged from the hospital ¿in the middle¿ of the month, after the peritonitis diagnosis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Age at time of event: "50s". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leakage from a transfer set which resulted in peritonitis. It was reported the leakage was observed ¿around the twist clamp¿. No damage, holes or cuts were reported on the set. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was not recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.